Manufacturer narrative:
The device was returned and is currently in analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this device with chronic leads was implanted two months ago, and the patient was seen two weeks ago for routine evaluation. The threshold measurements at that time were elevated and a manual test was performed. It was reported that the patient had a syncopal episode yesterday and fell, hitting his head, and was now in the hospital. The nurse was calling regarding the device settings as she was told there was loss of capture and the threshold measurements were rising. She did give herself a 2x safety margin and wondered if the measurements were appropriate. Bsc technical services (ts) discussed verifying the lead measurements and performing isometrics/pocket manipulation and increasing the output. Ts advised the nurse, if the threshold had changed it could be either the patient's heart condition or an rv lead issue, but it was difficult to assess without knowing all of the current programmed information. Three years later, the device explanted and replaced. There were no new allegations against the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.